Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that while the customer performed the air removal step from the cartridge, it was thought that the needle may have punctured the internal bag of the cartridge. Customer did not observe any leakage. Another cartridge was successfully filled with insulin. There was no reported impact to customer's blood glucose.